Event description:
It was reported that the customer went to the hospital due to high blood glucose levels and vomiting. Customer was not admitted to the hospital.

Manufacturer narrative:
The deice has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.